Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, a suture break occurred when the plunger was removed, and the knot was untied. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported difficulties and subsequent treatment appear to be related to operational context. It is likely an interaction with patient anatomy or the suture pulled until it breaks contributed to the reported suture separation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.